Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2012 and straps were used to fixate mesh. The patient experienced a recurrent hernia. The patient underwent a revision procedure on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
(B)(4). Recurrent hernia. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.